Event description:
The customer reported to olympus, the visera tracheal intubation videoscope had a curved rubber pinhole. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the forceps channel port was shaved. Additional findings include the following: water tightness was lost due to a cut on switch 4, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide connector had corrosion, the light guide cover glass had corrosion, the label on the light guide connector was peeled, the bending tube was damaged, the adhesive on the bending section cover had a chip, the connecting tube had buckling, and the connecting tube coating was peeling (less than 1mm squared). The following had a scratch: video connector case, video connector, light guide connector, the protector of the video cable section, video cable, universal cord, up / down plate, angulation lever, grip, switch box, and the control unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed shaved instrument channel issue could not be determined, however, the issue was likely the result of stress due repetitive use, external factors, or user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.2 preparation and inspection of the endoscope¿ as below. Inspection of the endoscope ¿ inspect the control section, video connector and light guide connector section for excessive scratching, deformation or other irregularities. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2)¿. Olympus will continue to monitor field performance for this device.